Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
It was reported that the stent moved on balloon. The target lesion was located in the right coronary artery (rca). A 2.75 x 24 synergy drug-eluting stent was advanced but met some resistance while advancing inside a 6f non-bsc guide catheter. The device was removed from the patient's body and it was noted that the stent moved on the balloon. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis with a 6fr il4.0 guide catheter. The stent detached from balloon and was returned for analysis. A visual examination of the stent found the stent severely damaged across its length with struts distorted, bunched and stretched. A review of the 6fr il4.0 guide catheter identified a severe kink alongside several other minor kinks. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Crimp markings were evident on the entire length of the balloon wall indicating crimp contact between the coated stent and balloon. The bumper tip of the device showed slight signs of damage at the distal edge of the tip. This type of damage is consistent with resistance being encountered on advancement through the damaged guide catheter. A visual and tactile examination found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the outer and mid-shaft section found no issues with their profile. The outer extrusion, inner lumen and bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable cause of the reported difficulties may be due interaction with another device. (B)(4).

Event description:
It was reported that the stent moved on balloon. The target lesion was located in the right coronary artery (rca). A 2.75 x 24 synergy drug-eluting stent was advanced but met some resistance while advancing inside a 6f non-bsc guide catheter. The device was removed from the patient's body and it was noted that the stent moved on the balloon. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.